Manufacturer narrative:
.

Event description:
It was reported that during new system implant, when the rv lead was connected to the device, high, out of range hv lead impedance was observed. Device was not implanted and impedance measurement was normal with new device.

Manufacturer narrative:
The reported field event of high hv lead impedance was confirmed in the laboratory; the device was tested on the bench and high hv lead impedance measurements were noted. X-ray inspection noted that the svc spring coil was stretched and damaged. The high hv lead impedance was found to be due to a lead bore spring anomaly. The cause of the lead bore spring anomaly could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.